Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an active cord was used during a colonoscopy procedure. According to the complainant, during preparation, the connector that connects to the snare broke off. The active cord was removed and the procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an active cord was used during a colonoscopy procedure. According to the complainant, during preparation, the connector that connects to the snare broke off. The active cord was removed and the procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found that the red connector (banana jack) had detached/ separated from the cord, at this point the heat shrink was found stressed indicating wear and tear from repeated use. The reported event of connector broken was confirmed. Repeated handling/ usage likely weakened the core wire inside the cord to become brittle and break, allowing the cord end (red connector) to detach and the most probable root cause is wear and tear. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of active cord connector broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.